Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the embolization micro coil was stuck at the tip of the micro catheter. It was further noted that the coil was stretched. A new device was used to finish the procedure. The patient did not experience any adverse effects due to this occurrence.